Event description:
A report was received from health (B)(6) regarding an event that was submitted by the user facility to the (B)(6) vigilance program. The report did not have the details of the event. There was patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: (B)(4). There was patient involvement.

Manufacturer narrative:
Correction : adverse type, date of event, describe event or problem, concomitant med prod/dates and type of reportable events. Additional information : medical device serial # and device manufacture date.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: f23 - unexpected medical intervention. F05 - delay to treatment/therapy. A1412 - pumping problem. E2401 - insufficient information. There was patient involvement. It was reported that a patient arrived in intensive care unit (ICU) hemodynamically unstable with heart rate (hr) "in 30s" and systolic blood pressure (sbp) "in 70s." Multiple attempts made by bedside rn to run vasopressors (levophed and isoprul) through alaris pump but it continually alarmed "channel error and would not function." The event resulted in a delay in providing lifesaving and sustaining infusion to the patient in crisis. The customer stated that the device was investigated by their biomed. The report was not shared with bd.